Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 years 10 months post implant of composix mesh e/x, patient was diagnosed with bowel perforation, bacterial infection, necrosis, abscess, adhesions, purulent discharge, mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesion, inflammation as possible complications. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device. Update fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no, UDI no.), d6.b (date of explant), g1, g3, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with ventral abdominal hernia thereby underwent open repair with the implant of composix e/x mesh. Per operative notes, ¿the hernia sac was excised, and a barred composix e/x oval mesh was then placed into the peritoneal cavity and anchored against the posterior aspect of the anterior abdominal wall with sutures.¿ (B)(6) 2017 - patient was diagnosed with abscess, inflammatory mass involving presumed mesh and bowel perforation, adhesion thereby underwent laparoscopic repair with the removal of composix e/x mesh. Per operative notes, ¿a very dense scar tissue was encountered and a broad-based necrotic abscess cavity with extremely foul-smelling purulent material was drained. The complex mass which was multiple loops of bowel that were wrapped around and incorporated into mesh that was free from the abdominal wall. The bowel contained perforation within this complex, chronic appearing mass. Adhesions were taken down and eventually the foreign body, presumed mesh was removed, which was blue in appearance but deeply bile stained, almost stool stained, presumably this was bile. Numerous loops of the involved of the small bowel were not viable contained perforation was noted. Small bowel resection was carried out and anastomosis was done. Mesenteric defect was then closed with stitches." Attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel removal, infection, pain and emotional injuries. It was also alleged that the patient underwent mesh removal.